Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 300 mg/dl and blood glucose went down to 230 mg/dl. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.